Event description:
A discordant, falsely elevated sodium (na) result was obtained on a dimension xpand plus without hm instrument on one patient sample. The discordant result was not released to the physician(s). The sample was repeated on the same instrument, resulting lower. The repeat result was not reported to the physician(s).the customer sent the sample out for testing in an alternate facility. There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated na result.

Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). The customer stated that the instrument had produced system errors prior to the discordant result. The customer replaced the salt bridge and flush solutions and ran quality controls (qc), and results were not within range. The customer also replaced the sample probe and integrated multisensor technology (imt) sensor. A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse replaced and aligned the sample probe, repaired a leak on the diluent syringe, cleaned port and rotary value and adjusted the pump rate. Diluent check was run, resulting within range. The customer ran qc, resulting within range. The cause of the discordant, falsely elevated na result is unknown. The instrument is performing within specifications. No further evaluation of the device is required.